Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the igniting failure of the examination lamp due to insufficient tightening of the screws that fix the examination lamp. This insufficient tightening of the screw may habe been due to user handling of the lamp replacement. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; the reported lamp failure was not reproduced. The screws for fixing the lamp were not completely fixed due to corrosion. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the examination lamp did not ignite but spare lamp worked during a procedure. The customer replaced the lamp, but only the spare lamp continued to work. There was no report of patient injury associated with this event.